Manufacturer narrative:
(B)(4): this part is not approved for use in the united states; however a like device catalog # 7510600, PMA # p000058 was cleared in the united states. Neither the product nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this product was not possible without additional device information. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a ventro-dorsal refusion stabilisation surgery at l5-s1 with implantation of rhbmp-2/acs due to pseudoarthrosis. Immediately post-operatively the patient developed a paralytic ileus. Five days post-operatively the patient underwent abdominal relaparoscopy without any pathological findings (no lesion, no infection). In the days following, the patient developed systemic sepsis with renal insufficiency. The patient's general condition stabilized, and the patient was in reconvalescence and mobilization. Fiftyone days post-operatively the patient experienced cardiac arrest and was reanimated but died with hypoxic brain damage. Cause of death was cardiac arrest and hypoxic brain damage after reanimation. No autopsy was performed.